Event description:
Allegedly, x-rays indicate that the trumpet flare of the expandable mechanism is broken.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.